Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that approximately four months later, the lead was in fact turned off. It was also noted that a chest x-ray revealed no lead movement. This patient is a participant in the product surveillance registry.

Event description:
It was reported that the patient had a little pain on the lateral side of her chest below the left breast area due to diaphragmatic stimulation in relation to her cardiac vein (cv) lead. A chest x-ray revealed no change in position. The physician recommended that the cv lead be turned off for the time being. The cv lead remains active. No patient complications have been reported as a result of this event.